Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient was having issues with phrenic nerve stimulation requiring lv lead reprogramming. They came in programmed lv tip to lv ring (1.0 v @ 0.5 ms) and left programmed lv tip to rv ring (1.0 v @ 0.5 ms). They are continuing to use the lead.